Manufacturer narrative:
Corrected information for supplemental medwatch report 002 -- section e1, establishment name and address of the initial medwatch report stated: (B)(6). Section e1, establishment name and address of the initial medwatch report should have stated: (B)(6). Section e3, occupation, of the initial medwatch report stated: blank. Section e3, occupation, of the initial medwatch report should have stated: third party servicer. Section g2, report source, of the initial medwatch report stated: distributor. Section g2, report source, of the initial medwatch report should have stated: other / third party servicer.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of displaying a patient circuit disconnect alarm, as well as lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Manufacturer narrative:
Ventec will perform an evaluation on the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. The reporter also advised that the device measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.